Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was presented with compression fracture underwent balloon kyphoplasty, intra-op, the balloon ruptured in soft bone as they were being inflated. The procedure was completed successfully with a new product. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The procedure was extended for five minutes. No fragments were left inside the patient.